Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: an investigation has been performed based on the customer complaint description. No testing on reference samples, batch review or search for similar failures can be performed since the lot number is unknown.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an infusion set leakage at site. No further information was available.